Event description:
Medtronic received a report that resistance was observed in the distal section of the delivery catheter while deploying the device. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for flow diverter treatment. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right ica with a diameter of 3.1mm. Additional information received reported with the help of delivery catheter initial opening of pipeline was done however, resistance was observed while opening proximal end of pipeline. Device was resheathed and another attempt was made to deliver the device. In the subsequent attempt, device failed to open up. The pipeline failed to open in the proximal section. It was not placed in a bend. More than 50% had been deployed when it failed to deploy. The pipeline was resheathed more than two times. No additional steps to required to open the pipeline was removed from the patient with the microcatheter. The patient was being treated for an unruptured saccular aneurysm with a max diameter of 7 mm and a neck diameter of 5 mm. The distal landing zone was 2.6 mm. The proximal landing zone was 3.1 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were found fully opened and frayed. Bends were found at 21.0cm to 34.0cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 2.5cm to 12.5cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline flex shield could not be pushed out or removed from the catheter lumen. The catheter was cut to remove the pipeline flex shield. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the pipeline flex shield and phenom catheter were confirmed to have ¿resistance/stuck during delivery¿ and ¿catheter resistance¿ issues as the returned pipeline flex shield was found stuck inside the distal segment of the phenom catheter. However, the pipeline flex shield was not confirmed to have "failure to open at proximal end" issue as distal and proximal ends of the braid were fully opened frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the catheter (accordioning), pipeline braid (fraying), pushwire (bending) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to retrieve the pipeline flex shield through the phenom catheter against the resistance. However, the root cause could not be determined. Possible causes include patient's vessel tortuosity and lack of continuous flush with heparinized saline during procedure. There was no non-conformance to specifications identified that led to the resistance issue. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.